Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the issue had occurred during the procedure. The procedure was cancelled and rescheduled for another day. The philips field service engineer (fse) inspected the system on site and confirmed that the system unable to produce x-rays. Upon troubleshooting actions, the fse identified that the point rail voltage was shutting off during x-ray attempts. The fse replaced the power module, but issue persisted. A review of the system logfiles found the tube voltage was out of range. The defective hivo transformer was returned for analysis, which concluded that the hivo control pcb was faulty due to normal wear and tear. To resolve the issue, the fse replaced the hivo transformer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.